Manufacturer narrative:
(B)(4).

Event description:
Pentax of america, inc. Filed MDR 2518897-2013-00002 based on video colonoscope model ec-3890li/serial (B)(4) involved in an event. The MDR included information on two patients in which colonoscopies were performed potentially with a brush fragment lodged inside the video colonoscope. To ensure full compliance with FDA's expectation of one patient per number, pentax of america, inc. Is submitting one additional MDR to ensure each patient is uniquely identified/reported. MDR 9610877-2015-00080 is being submitted to ensure the second patient is uniquely identified/reported. Going forward, pentax medical will report supplemental information on this patient exclusively to this MDR. MDR 2518897-2013-00002 includes information previously reported on the patient identified in this MDR and on the device involved in the event (video colonoscope model ec-3890li/serial (B)(4)).